Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Although not returned poly material wear after more than 25 years implanted would not be unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left total srom hip done by dr. (B)(6). The patient had poly wear, so the surgeon did a head and liner exchange. The stem and the cup were well fixed and retained. No surgical delay noted. Doi: (B)(6) 1994. Dor: (B)(6) 2020; left hip.